Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported a right side rupture. Device has been explanted.

Event description:
Explanting physician reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device had a broken shell. A weight test of the device was performed and verified the device was underweight. A microscopic analysis was performed which identified a sharp break and three curved striated openings. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp edge break in the posterior side assessed as an unidentified tear opening, and three striated openings on the posterior side assessed as surgical damage.